Event description:
Reporter indicated a vns therapy programming handheld computer screen would not align. The touch button at the bottom of the handheld is not working which does not allow her to have the screen aligned. The handheld has been returned to the manufacturer and is pending analysis.